Manufacturer narrative:
The data acquisition board (daq) was returned for failure evaluation. The failure investigation technician tested the daq board and no fault was found. The issue could not be replicated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
It was reported to philips that the device had a proximal pressure sensor calibration data error. The device was not in use at the time of the event. This was a device that was in the stock in philips (B)(6) and was not used for therapy. The error occurred while the device was in the sales office. The philips service technician evaluated the ventilator and confirmed the error log had error code (machine and proximal pressure sensor) and error code (proximal pressure sensor auto zero failed) had occurred. The philips service technician replaced the data acquisition board to resolve the issue. The device successfully passed all required testing, and remains at the customer site.